Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was over 400 mg/dl. The customer was attempting to bolus when the alarm occurred. The customer stated that she received two to three alarms within three days. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer stated that he would treat himself with a manual injection. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.